Manufacturer narrative:
Conclusion code: bed was transferred to warehouse for repairs to be made. Bed was then transferred, prior to any repairs being made, back to facility and placed back into service. Bed could not be located to perform brake pull tests. Facility has no record of where the bed was placed in their 500 bed facility.

Event description:
It was reported by service report that the brakes were not holding. No pt involvement or adverse consequences were reported.